Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini starter kit was missing the onetouch delica lancing device. The complaint was classified based on the information obtained by the customer care advocate (cca). The patient stated that the alleged issue started on (B)(6) 2012 at 1 p.m. The patient reported managing her diabetes with metformin and glimepiride (unknown doses). It is not known if the patient made any changes to her normal diabetes management as a result of the alleged issue starting. The patient claimed that 3 days after the alleged issue began she became "shaky, like an earthquake feeling." The patient reportedly was treated with 20 units of lantus insulin during a doctor's appointment on (B)(6) 2012 at 10 a.m. At the time of troubleshooting, the cca confirmed that the ultramini starter kit was missing the onetouch delica lancing device. Replacement product was sent to the patient. This complaint is being reported as an adverse event because the patient claimed to have developed symptoms suggestive of a serious injury as a result of not being able to test her blood glucose due to the alleged issue. In addition, the patient reported being treated with insulin at the time of her doctor's appointment as a result of the alleged issue.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.